Event description:
It was reported that the surgeon was doing an acl reconstruction and had the camera head in a plastic sleeve. The camera head was noted to be warmer than usual. Surgeon had to stop and swap to a different camera head. No patient injury was reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.